Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd glass, cracked case at display window corner, cracked reservoir tube lip, and a horizontal scratch on the keypad overlay near esc and act buttons. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's case was broken. Cracks were visible near the battery compartment. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.